Event description:
A user facility reported to olympus that forceps channel of the evis lucera gastrointestinal videoscope was clogged. During a standard service inspection of the customer returned device, foreign matter adhered to the light guide lens was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, foreign matter adhered to the c cover, light guide lens, and c-horntail were observed. In addition, pinholes on ch-tube, up/down knob out of standard value, distal end foreign objects, and connecting tube wrinkle were observed. Lastly, chips and crack were noted on the multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.